Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the unhinged louver panel was jamming the rotor. The broken louver was removed from inside the rotor track and a new louver assembly was replaced. A system checkout was performed after replacing the part. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been not received by manufacturer for evaluation.

Event description:
A site representative reported that while a spinal fusion procedure the gantry of the imaging system was making an abnormal noise during the spin. The site completed the spin and proceeded with the case. When the site attempted another spin during testing the system again made a loud noise and will not open using the pendant or manually. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.